Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii, us, mr 3.0x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and result is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found 228mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted during analysis. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x28 synergy ii drug-eluting stent was advanced but device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.